Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the intensive care unit the intra-aortic balloon (iab) was prepped and inserted through a sheath without resistance. The patient was moved to the cardiovascular unit. The medical staff stepped out of the room to shoot a chest x-ray and when returning back to the room there was blood in the catheter tubing. The iab was removed and replaced successfully. There was a reported delay / interruption in intra-aortic balloon pump therapy however there was no reported harm caused to the patient. Medical / surgical intervention was not required.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr fiberoptix sensor (fos) iab. A pressure line was connected to the iab luer. Blood was observed on the exterior of the sheath, bifurcate, outer lumen, bladder, fos connector and on the interior of the short driveline tubing and bladder. The hemostasis cuff was connected to the cathgard. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend was noted at approximately 16.4cm from the iab distal tip. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" (low light) and "pl" (pressure limit), indicating a possible broken fiber. See other remarks section for continuation. Other remarks: the fiber was found broken approximately 1.2cm from iab distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 1.5cm from the distal tip of the iab. A lab-inventory 0.025 inch spring wire guide (swg) was back loaded through the iab distal tip. Resistance was noted at approximately 16.3cm from the iab distal tip. The swg was able to advance through the central lumen. No blood or debris was noted. The swg was front loaded through the iab luer. Resistance was noted at approximately 64.8cm from the iab luer. The swg was able to advance through the central lumen. No blood or debris was noted. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. A puncture consistent with contact from the broken fiber was found near the distal tip of the iab which likely allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined.

Event description:
It was reported that while in the intensive care unit the intra-aortic balloon (iab) was prepped and inserted through a sheath without resistance. The patient was moved to the cardiovascular unit. The medical staff stepped out of the room to shoot a chest x-ray and when returning back to the room there was blood in the catheter tubing. The iab was removed and replaced successfully. There was a reported delay / interruption in intra-aortic balloon pump therapy however there was no reported harm caused to the patient. Medical / surgical intervention was not required.